Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) is experiencing his heart rate dropping around 40bpm. Additionally, it was noted that he went to the emergency room (ER) due to near syncopal episodes and was admitted into the hospital. The cause of bradycardia and near syncopal episodes is unknown. At this time, the device remains in service. No additional adverse patient effects were reported.